Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a left vertebral artery (va) v4 aneurysm embolization procedure, the operator accessed the right femoral artery and inserted an microcatheter into the distal part of the vessel. After flushing and preparing the subject stent, resistance was felt while advancing it into the microcatheter. The stent system progressed only a short distance the subject stent system could not be advanced any further. After several attempts the operator removed the subject stent delivery wire and discovered that the subject stent had prematurely deployed inside the microcatheter and could not be retracted. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the subject stent was found to have been deployed and the stent delivery wire (sdw) was deformed. It is probable that the stent was deformed due to the difficulty experienced during transfer into the microcatheter, causing the reported difficulty to advance through the microcatheter and subsequent stent deployment during use. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the reported stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use and stent difficult/unable to transfer and to the analysed stent deployed prematurely during use and sdw deformed, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a left vertebral artery (va) v4 aneurysm embolization procedure, the operator accessed the right femoral artery and inserted an microcatheter into the distal part of the vessel. After flushing and preparing the subject stent, resistance was felt while advancing it into the microcatheter. The stent system progressed only a short distance the subject stent system could not be advanced any further. After several attempts the operator removed the subject stent delivery wire and discovered that the subject stent had prematurely deployed inside the microcatheter and could not be retracted. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.